Event description:
It was reported that the patient underwent a left tha on an unknown date. The patient was revised several times prior to the revision for a fractured femoral stem body. During the procedure, it was found that the body was cold welded to the distal stem. In the attempt to disengage the body from the stem, the stem was also fractured and had to be replaced. Leg length was addressed with the new stem and the femur was cabled to avoid fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D11: 650-1055 bololxd head 428120 650-1066 sleve taper 779450 150393 stem 249710 87-3435 depuy liner 7930873 item #: unknown competitor cup lot #: unknown if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs identified the following: 46yo. Doing normal adls, and sudden inability to weight bear, felt snap or pop in hip, taken to ER, found implant had fractured; patient states lld and difficulty ambulating. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown liner lot #: unknown. Item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal department that patient underwent oss procedure on an unknown date. Subsequently, patient claims the metal stem of their biomet oss hip implant snapped in half while sitting on the sofa. Patient was taken to the ER and revised. Patient alleges that their left leg is now one inch shorter than the right one and they are in constant and intense pain. Mobility is a challenge. No additional information is available.